Event description:
During a remote follow-up, it was noted that there were episodes of post-sensed t-wave oversensing due to fusion on the device. Reprogramming was recommended to resolve the event, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.